Event description:
Sterile sphere would not track during procedure. Spheres were replaced with another set of sterile spheres and procedure was completed. This event was communicated by medtronic navigation. Site/user disposed of device and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.

Manufacturer narrative:
Device not returned to manufacturer.